Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had woken up with the insulin pump vibrating and his current blood glucose level was 40 mg/dl. Customer stated that his pump was restarting the initialization process. Customer had some grape juice to treat for his blood glucose level. Customer had an external ram error, an unexpected restart, low reservoir alert, and low battery alert in the alarm history. Customer stated that the temp basal was not programmed before the unexpected restart occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer mentioned that the unexpected restart is recurring during normal pump use. Customer was advised to monitor the pump and call if issues recur. No further assistance needed.